Event description:
The surgeon reported that a scrub nurse cut her finger when she removed the knife out of the tray and blister package. No medical intervention was reported. The surgeon suggested that the packaging be improved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 12/12/2008.